Event description:
It was reported that the patient got a "major infection" one week after implant so the device was removed on (B)(6) 2013. The patient reportedly went to the hospital by ambulance and was admitted for 8 or 9 days. According to the patient, he could not walk or move as "his bones were shaking" and he was vomiting. The patient's operation report stated that the infection was of unknown origin and the patient was not sure if the infection was caused by the device or the surgery. It was noted that the patient's doctor "told him nothing." It was noted that the surgery caused "stenosis of the spine" for which the patient required shots. The patient was scheduled to go to the doctor for stenosis shots on (B)(6) 2014. It was noted that the patient would have his final post-operative appointment on (B)(6) 2014. It was noted that the patient was upset for what he went through with his implant. It was further noted that the patient's surgery took four and a half hours and that the patient's doctor stated that there were complications during the surgery. The infection was reportedly diagnosed less than one week after the procedure. It was noted that the patient had been in "a lot of pain" and on the day of report, he was just starting to be able to walk and move around again. It was noted that the patient had not had any contact with his doctor since explant. Additional information received 13 days later reported that perioperative antibiotics were administered. It was reported that the patient did not have meningitis. The patient had pain and swelling. The primary location of the infection was noted to have been the lead track. A culture was obtained from the device pocket, but the organism was unknown. Oral antibiotics were reportedly administered for the infection. The infection had reportedly resolved. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4) implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).